Event description:
It was reported that intermittent cartridge alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer took corrective action by administering a correction bolus through the pump. A cartridge change was performed resolving the issue.